Event description:
A loqteq® va radius plate 2.5 was implanted into a 54 year old patient approximately one month later the patient complaint about pain in the hand wrist. The plate was found broken. A revision operation need to be scheduled.

Manufacturer narrative:
As far as can be determined, the present plate was already used as a revision implant after implant fracture. The user did not provide any information on the indication for this implant, even upon request. At present it can be assumed that the plate was suboptimally selected for this clinical case. An already failed osteosynthesis represents a complex clinical case. In these cases the revision implant should be selected with the greatest care. Often implants with larger support or double plating are used. It is not possible to determine why a primary implant without additional support was selected in this case on the basis of the information provided. Information on how the failure of the primary implant occurred is also not available. Other factors influencing the healing process are also not known. All in all, according to available information, an inadequate osteosynthesis after revision is assumed. This is a late report due to a corrective action.